Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker longevity showed five and a half year remaining from eight years a few months ago. Also, it was noted that the patient was in persistent atrial fibrillation (af). Engineering analysis determined that the device had high rate atrial sensing that could cause increase in power consumption. Also, the minute ventilation (mv) and signal artifact monitoring (sam) was enabled. A device reprogramming was then recommended. To date, the device remains in service. No adverse patient effects were reported.